Event description:
In a letter dated (B)(6) 2014, the physician contacted the company's design office regarding a patient with a met proximal femoral replacement in situ, with currently the smallest proximal femur replacement (believed to be a "10 x 37 cm stem with a small body"). He further stated that "unfortunately, after removal of the trochanteric plate and screws she became infected. "The clinician requested that the company manufacture "a silver treated mono block prosthesis taking into account a resection level of 1 cm further down the femur. "The clinician also advised that the surgical revision is tentatively scheduled for (B)(6) 2014.

Manufacturer narrative:
The patient underwent successful revision to a proximal femur. The surgery was required due to a patient infection which was not attributed to the device which had been implanted two years earlier. The revision surgery was completed with no reported complications. This complaint is being closed, and is being tracked and trended.

Event description:
In a letter dated (B)(6) 2014, the physician contacted the comapny's design office regarding a patient with a mets proximal femoral replacement in situ, with currently the smallest proximal femur replacement (believed to be a "10 x 37 cm stem with a small body"). He further stated that "unfortunately, after removal of the trochanteric plate and screws she became infected". The clinician requested that the company manufacture a "a silver treated mono block prosthesis taking into account a resection level of 1 cm further down the femur". The clinician also advised that the surgical revision is tentatively scheduled for (B)(6) 2014. This is a supplemental report to 3004105610-2014-0001 (B)(4).

Manufacturer narrative:
The complaint investigation is pending. Additional information from the clinician is required. A supplemental report will be provided upon receipt of the additional information.